Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, d9, e3, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-feb-2022 to 28- feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was unable to pull medications from the refrigerator while a patient was waiting for a procedure. A field service engineer confirmed that the issue was resolved by the customer after rebooting the station. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation user was unable to pull medications from the refrigerator while a patient was waiting for a procedure. The user claimed that the options were greyed out and showed as med in failed unit. They rebooted the refrigerator, and the issue persisted. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced after rebooting the device. The customer was notified, and they requested for the complaint file to be closed. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator failed, while a patient was waiting for the procedure. The customer stated that the users were unable to pull out the medicines due to system grayed out. There were no adverse events or injuries reported based on this event.